Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during hip surgery, the surgeon wanted to implant a ceramic liner but it was wrongly orientated. They tried to pull it out but could not. While they were trying to pull it out, the insert broke. They decided to pull out the whole acetabular cup. There was no patient consequence.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: during hip surgery surgeon wanted to implant ceramic liner but it was wrong orientated. They tried to pull it out but could not do it. While they were trying to pull it out insert broke. They decide to pull out whole acetabular cup. The product returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device along with a manufacturing investigation performed by supplier. Visual inspection of the returned sample revealed that the ea delta cer insert 36idx54od has signs of fracture and remain attached to the cup. There are missing fragments which could potentially yield further information if they were available. Metal transfer of erratic appearance can be located on the outer surface and of the fracture surfaces of the liner. This kind of secondary metal transfer is typically caused by chafing between metal parts and/ or surgical instruments and the ceramic liner after the primary fracture event or during the attempts to release the liner from the metal cup. Thus, it does not provide any information about the cause of the fracture. In case of symmetrical, and therefore correct, taper fit between the ceramic liner and the metal cup, metal transfer patterns (primary metal transfer) are expected over the whole circunference in the taper top and taper center of the liner. The liner is currently fixated in a misaligned position within the metal cup. No primary metal transfer of regular appereance can be found on the protruding part of the ceramic liner and it cannot be found on the provided fragments of the liner taper. The rim of the liner is chipped. Next to the fracture surface metal transfer can be found which indicates small areas of intensive contact between the ceramic liner and the metal cup. Therefore, it is assumed that the liner fractured due to a point load caused by a misaligned position of the liner in the metal cup, in accordance with the background information regarding its initial misplacement. A manufacturing record evaluation was performed for the finished device [121881754/ 9733446] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of aby pre-existing material defect. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. However, in support of the evaluation performed, the observed damage of the ea delta cer insert 36idx54od may have been caused by a misalignment during the process of positioning the liner into the acetabular cup. Consideration must be given to all potential influences during the surgical process. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. The overall complaint was confirmed as the observed condition of the ea delta cer insert 36idx54od would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device [121881754/ 9733446] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of aby pre-existing material defect. Device history review: a manufacturing record evaluation was performed for the finished device [121881754/ 9733446] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of aby pre-existing material defect.

Manufacturer narrative:
The pec coding for the ceramic liner impacted product was up-dated from "implant fracture intra-op : ceramic" to "usage : use error/misuse", down-grading the reportability determination from a reportable malfunction to a not reportable event. This was updated correctly, as the intra-operative breakage of the ceramic liner did not occur from normal use/normal implantation, but resulted from being wrongly orientated. They tried to pull the insert out but could not do it. While they were trying to pull it out insert broke. It is reasonable to conclude that the errant placement and subsequent attempted removal of this mis-aligned liner applied extraordinary stresses that exceeded what its design and manufacture intended. There is no reason to conclude that the liner would have fractured under normal conditions.